Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup operation post implant. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the device in backup vvi mode due to high current drain, caused by a leaky c4 capacitor.